Event description:
It was reported that noise was noted on the lead. High capture threshold and impedance were observed. A new pace/sense lead was added.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.